Manufacturer narrative:
As reported, one week post-op, the patient had sneezed, and the ventralight st mesh and sorbafix fasteners detached from the abdominal wall; the mesh and fasteners were explanted. An intraoperative photo was provided. Depicted in the photo are multiple sorbafix fasteners that are affixed to the mesh from the implant. There does not appear to be any damage to the fasteners. The mesh condition is consistent with being implanted and handled from explant. Based on the photo and information provided, no conclusion can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The instructions-for-use (IFU) included with the device states "care should be taken to ensure that the patch is adequately fixated to the abdominal wall . If necessary, additional fasteners and/or sutures should be placed." Note, the date of event is considered to be a best estimate as (B)(6) 2021 based on the reported event. An additional MDR was submitted to represent the sorbafix fixation device. Not returned - device explanted.

Event description:
As reported, during a procedure, the bard/davol sorbafix fixation device was used to fixate a bard/davol ventralight st mesh w/echo. As reported, the patient returned one-week post-op after reportedly sneezing and was noted to have a detachment of 2/3rd area of fixation and mesh from the abdominal wall. It was reported that the mesh and fixation fasteners was removed.